Manufacturer narrative:
The tech was unable to find any bed with the hi/low drifting down. No problem found. No further info is available. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the hi/low was drifting down. No injury reported.